Manufacturer narrative:
No unexpected button error alarms were noted. The insulin pump had intermittent down arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 182 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.